Event description:
Information received from the field does not address the patient's clinical status but notes that unipolar lead impedance was 286 ohms. At implant, the impedance was 552 ohms. The device will be routinely monitored.